Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer failed to boot up. The logo was displayed, but did not continue with the start-up. Technical services (ts) recommended that the service disk be tried. This client tried the disk and the programmer still "hangs" and the service disk did not run. The programmer will be returned for service. Another programmer was used. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The programmer was returned for service.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported that the programmer failed to boot up. The logo was displayed, but did not continue with the start-up. Technical services (ts) recommended that the service disk be tried. This client tried the disk and the programmer still "hangs" and the service disk did not run. The programmer will be returned for service. Another programmer was used. There were no patient complications as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that it would not boot completely, there was device lock-up and the printed circuit board was out of specification. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.